Event description:
A report was received that the patient was having drainage at the pocket site. The physician believed that it was not device or procedure related. The physician was able to drain the pocket site and the patient was doing well.